Event description:
It was reported that the device is generating heat during use and black fluid was coming out. There was no known patient impact. Upon follow up, it was confirmed that there was no patient impact.

Manufacturer narrative:
Device evaluated by MFR: overheating problem confirmed. Black fluid coming out not confirmed. Device was noisy. There was rust and dirt observed in the components. Pre temperature tests results are as follows: - t1 ¿ 47.4 °c t2 ¿ 51.2 °c t3 ¿ 58.2 °c. If information is provided in the future, a supplemental report will be issued.